Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01may2026 has been used as a placeholder. (B)(6). The device is available for evaluation; however, has not been received.

Event description:
The event involved a spinning spiros¿ closed male luer, purple cap. The reporter stated the following: ¿in recent weeks, problems with spiros occlusion have been encountered, both for manual bolus administrations and for those with an infusion pump¿. There is no reported patient involvement.